Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the impedance of the right ventricular pacing lead was variable and beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported high thresholds, a suspected fracture and an abrupt increase in bipolar impedance as well as a slow rise in coil impedance. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the rv pace impedance has increased and is undefined high.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the impedance of the right ventricular pacing lead was variable and beyond the expected upper range.

Event description:
It was reported there was an increase in the right ventricular (rv) lead pace/sense impedance. The lead impedance was monitored by the clinic through normal follow up. Additional information was received and reported the increase in impedance continues and is now high. The lead was reprogrammed and the pacing vector changed to tip-coil configuration. The lead remains in use. No patient complications have been reported as a result of this event.